Manufacturer narrative:
Investigation summary: visual inspection: the opal impl-holder w/pistol grip (part # 03.803.002 / lot # h550263) was received at us cq. The device appeared to be in good shape. There was no evidence of a physical device breakage. The overall complaint was not confirmed as there was no defect identified with the device. Device failure/defect identified? No; no defect was identified during investigation. Conclusion: the overall complaint was not confirmed for the received opal impl-holder w/pistol grip. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part # 03.803.002, synthes lot # h550263, supplier lot # h550263, release to warehouse date: 09 may 2018, supplier: avalign technologies-nemcomed. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown procedure performed on (B)(6) 2020. It was preoperatively found that only one gripper was attached to the pistol grip. It was not used during the procedure. This is report 1 of 1 (B)(4).